Event description:
It was reported that the impedance had decreased and the capture threshold had increased. The patient presented with chest pain and hemothorax. The physician suspected a perforation and replaced the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. A lead tip stiffness test was performed and found to be with in specification.